Event description:
The customer reported that the t:slim x2 pump battery would not charge despite trying multiple charging methods, including different wall adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level reported. To resolve the issue, tandem technical support decided to send a replacement pump, and the customer was advised to use a backup insulin pump to ensure continued insulin delivery. The customer received instructions on returning the defective pump and acknowledged the steps necessary upon receiving the replacement.